Event description:
The customer called for assistance with the bolus wizard feature on the pump. It was reported that the customer was hospitalized for hypoglycemia in the summer of last year. It was indicated that the customer was connected to the pump while performing a manual prime. In addition, the customer has not had any other problems with the pump.